Event description:
It was reported that four (4) small volume folfusors leaked at the area of the connection between the extension of the pump and gripper needle. The devices were filled with 5-fluorouracil. Crystals of 5-fluorouracil appeared at the level of a weld of the tip of the pump extender and not at the level of the luer connection. The leakage was observed after 36 hours starting of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: april 22, 2022 - april 23, 2022. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed which identified the device containing fluid in the bladder and a red arrow pointing at the luer body. The reported condition was not clearly observed via the provided photograph. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.